Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although the failure may be sporadic. Based on the results of the investigation, a definitive root cause could not be determined; however, the following are the probable causes: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system operation manual. Important information ¿ please read before use warnings and cautions. During the device evaluation, service found the adhesive at the distal end was worn. There were minor marks on the insertion tube. The colored rings on the aspiration housing and air/water housing were damaged. The switch head and switches were worn. The electrical safety test was out of specification. Per the legal manufacturer, this issue identified by service has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified procedure, the endoscope image kept going out of focus and the images were not saving. There was no clinical impact due to the event. The device was returned to an olympus service center for evaluation.